Manufacturer narrative:
.

Event description:
The customer reported the backup battery continuously beeps. No patient involvement.

Manufacturer narrative:
Conclusion / root cause: this power supply was tested and no faults were identified. (B)(4).